Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the hospital with dizziness. It was noticed that the implantable cardioverter defibrillator could not be interrogated due to being at end of life (eol). The physician alleged premature battery depletion. The device was explanted and replaced. Patient was in stable condition after the procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed by analysis. The calculations showed the battery was depleted prematurely. Electrical testing revealed that the premature depletion was caused by high current draw in the hybrid.